Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital due to multiple syncopal episodes. Review of stored device memory noted one daily measurement where pacing impedance measurements increased to 1,700 ohms, otherwise all other measurements consistently in the 750 ohms range, pacing inhibition was noted where the patient's heart rate dropped to 33 beats per minute (bpm). Device evaluation, pocket manipulation and patient isometric noted no obvious anomalies. A lead fracture was suspected, however, no obvious fracture was visualized on chest x-ray. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.